Event description:
It is reported that the device was explanted in 2008. Insert exchanged after physician decided to debris patient's knee - no infection present. Device was implanted in 2005.

Manufacturer narrative:
As returned, the articular surface component displayed slight wear and pitting on the articular surface consistent with the duration of implantation. Small gouges were observed on the backside of the surface. It is probably that the gouges were created by the extraction instrument during removal of the articular surface from the tibial component. Laboratory examination using scanning electron microscopy analysis (sem) confirmed that the material is uhmwpe. Sem analysis did not indicate presence of 3rd body particles (bone cement). Evaluation: device history records indicate device manufactured to specification. Scanning electron microscopy analysis (sem)/energy dispersive spectroscopy (eds) analysis was performed.